Event description:
Customer reported the system was tracking to max kv and ma and showing a bright line across the monitor. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. System operates as intended. (B) (4) 09/10/2009.